Manufacturer narrative:
The specimens were lithium heparin plasma without a gel barrier tubes and were aspirated from insert cups in primary tubes for the initial and first repeat results. A new aliquot was analyzed for the third repeat result. Qc was within the customer's established ranges. System checks performed on (B)(4) 2010 and on (B)(4) 2010 met specifications. No errors were posted to the event log. A field service engineer (fse) was dispatched: the fse performed a minor preventive maintenance (pm), and replaced parts as per pm procedure. Repairs were verified per established procedures and verification testing met published specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accutni) results on three patient samples. Two patients also had erroneously elevated ckmb and myoglobin results. The erroneous results were reported out of the lab and questioned by the physicians. Upon repeat the accutni, ckmb, and myoglobin results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.